Event description:
The lay user/reporter called lifescan (lfs) on october 1, 2006, and alleged that her brother's meter was set to the incorrect unit of measurement. The pt has two meters and does not recall which meter was used when they encountered the problems. The medical affairs specialist listened to the recorded call between the lfs customer service rep and the pt to verify the info obtained. The medical affairs specialist mailed a letter on october 9, 2006, since the user could not be reached by telephone for further clarification. According to the reporter, she may have accidentally changed the unit of measurement when changing the battery on the meter. On the day of the event, ten days earlier, in the evening, the pt obtained a result of "hi". She gave the pt 10 units of regular insulin. She retested soon after and obtained another result of "hi", so she gave him another 4 units of regular insulin. She retested about 15 mins later and obtained a result of "32.5". She interpreted the result as 325 mg/dl, but it was reading 32.5 mmol/l. About 1 hour after taking the 1st dose of insulin, he began to "act weird' and was shaking and clammy. The reporter called the paramedics and when they arrived, they tested the pt's blood glucose. His result was 'lo". They gave the pt oral glucose and left when he was feeling better. This complaint is being reported, as the pt was obtained high results, for which he was taking insulin, and subsequently suffered a hypoglycemic event, which required medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.